Manufacturer narrative:
(B)(4). Photographs received of clips and no appliers for analysis. Additional information: did one of our devices cause the bleeding? If so how? Not known. How much bleeding occurred? Not known. Did the patient receive a blood transfusion? If so how much. Doctor did not report anything about a blood transfusion. At what firing did the malformed clip occur? 3rd firing. Was there any torquing or twisting when firing the device? Doctor mentioned that there could have been torquing on the applier as it is a 5mm instrument and tends to bend easier. Were there any unusual noises heard? Not known. Did the primary surgeon fire the device? Yes. The clip formation resembles what we would typically call a ¿j¿ shaped clip. A ¿j¿ shaped clip is the result of one of the passive jaws being pushed in slightly during the clip firing. This can occur if one jaw is up against tissue or if the clip applier jaws have not completely clear the trocar. In most cases the curled clip leg does not get close to the straight leg. Additionally, the straight leg would not have the slight backward bow as well. However, both of the additional minor malformations may be the result of some slightly different movement or torquing during firing. Clip removal can sometimes create slightly different malformations as well. The ability to replicate a very similar result along with the photographic evidence indicates that the root cause most probably was the result of one of the jaws being restricted or being pushed inward during firing.

Event description:
It was reported that during a laparoscopic umbilical hernia repair procedure, the doctor had an omental bleeder. The clipper was opened to clamp the vessel and the first clip malformed. It was removed from the patient. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.